Event description:
A 3.0mm diameter by 9mm length s7 stent delivery system was inserted to treat a lesion in the mid-left anterior descending coronary artery. The lesion was pre-dilated with a 2.5mm by 15mm ptca balloon. It was not possible to cross to the target lesion due to vessel tortuosity in the left main artery. Attempts to dotter the stent delivery system across were unsuccessful, consequently, causing the stent to move distally on the delivery balloon. The delivery baloon was then re-inserted back through the stent and it was deployed in the left main artery. The target lesion was treated with another ptca balloon. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. Dottering the stent delivery system to cross the very tortuous vessel likely contributed to the stent moving on the delivery balloon. The instructions for use were not performed for 1:1 pre-dilatation of the lesion.